Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during preparation for a procedure using an advantage fit transvaginal mid-urethral sling system, as the device was being removed from the packaging, it was noticed that the seal of the device was open. This advantage fit device was disposed, and the procedure was performed using another advantage fit transvaginal mid-urethral sling system. There were no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.